Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results using the biogx sars-cov-2 osr for bd max system (ref 444213) (unknown lot #) along with the kit bd max exk tna 3 product lot 0189429 was performed by bd. Since no kit lot # was provided by the customer, biogx could not perform the manufacturing review on the biogx sars-cov-2 osr specific lot. The investigation was performed by the review of manufacturing records on the bd max exk tna 3 lot 0189429, the review of customer data and the verification of complaints history. Review of the manufacturing records of the bd max exk tna 3 indicated that the lot was manufactured according to specifications. Customer reported positive results for two patients but when repeated gave negative results. Customer provided database from instrument ct1490 for analysis. The runs, according to the complaint text, have been extracted and did not correspond to a discrepant result. Indeed, run #904 lane a3 gave negative results for both n1 and n2 target, contrary to what was mentioned in the complaint text. A negative result was also obtained in run #928 lane a2. Bd cannot identify the repeat sample since the customer did not provided its identification. Thus, bd is unable to analyze the discrepant result. There is no indication of an increase in complaints for discrepant results complaints for the biogx sars-cov-2 osr product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd & biogx product manufacturers did not initiate a corrective and preventive action (CAPA). Eua #: (B)(4).

Event description:
It was reported that while using biogx sars-cov-2 open system reagent for bd max system a false positive result was obtained by the laboratory personnel. The test was repeated and upon repeat the result was negative. There was no indication that results were reported out, and no report of patient impact. Eua #:(B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using biogx sars-cov-2 open system reagent for bd max system a false positive result was obtained by the laboratory personnel. The test was repeated and upon repeat the result was negative. There was no indication that results were reported out, and no report of patient impact. Eua #: (B)(4).